Event description:
It was reported by the sales rep the device was used during a laparoscopic nissen fundoplication. It was reported the seal on the 511sd sliced open during the case leaking pneumo. Another trocar was used to complete the case. There was no consequence to the pt.